Manufacturer narrative:
Dc bead with gelpart (porous gelatin particles) was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with gelpart is considered off-label use. The event was assessed by a btg physician as follows: an old patient with a huge tumor of 12 cm was considered suitable for tace. He received the (B)(6) 2018: one vial of dc bead (100-300 mcm) , and 1 vial of dc bead (300-500 mcm) and gelpart. Given the huge lesion, dc bead was filled loosely about 80 %, instead of full embolisation. On (B)(6) 2018: while the patient did not complain of the event, a routine examination during hospitalisation revealed decreased albumin (grade unknown) on the same day. A close-examination confirmed ruptured liver carcinoma with tumoral haemorrhage (whether it is tumoral haemorrhage with or without a peri hepatic or a peritoneal effusion in not detailed). The patent received treatment, (treatment not detailed) which resulted in haemostasis occurrence of transfusion is not reported. While the condition was not life-threatening, albumin decreased considerably (grade unknown). Thus, the patient was under observation. The outcome of the event was unknown. Liver carcinoma ruptured - related; anticipated event. Tumor haemorrhage - related; anticipated event. Blood albumin decreased - related; anticipated event. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information for lot numbers of the devices has been requested and the patient outcome. Should we receive any information to enable further investigations a follow-up report will be submitted. At this time this report is considered final.

Event description:
On (B)(6) 2018: tace was performed using dc bead (100-300 mcm at 1 vial, 300-500 mcm at 1 vial) for the male patient in his 90s with giant hepatocellular carcinoma (12 cm). Gelpart was concomitantly used. Given the huge lesion, dc bead was filled loosely about 80 %, instead of full embolisation. On the same day, the patient experienced ruptured liver carcinoma. On (B)(6) 2018: while the patient did not complain of the event, a routine examination during hospitalisation revealed decreased albumin on the same day. A close-examination confirmed ruptured liver carcinoma with haemorrhage. The patent received treatment, which resulted in haemostasis. While the condition was not life-threatening, albumin decreased considerably. Thus, the patient was under observation. On the same day, the outcome of the ruptured liver carcinoma was unknown. Aes: causality (physician). Ruptured liver carcinoma: probably related. Concomitant disease: unknown. Past medical history: operation. Concomitant drug: gelpart.

Manufacturer narrative:
Additional information received 09-jul-2017: (B)(6) 2018 the condition resolved successfully in the subsequent course, with no problem. The patient recovered from the ruptured liver carcinoma. No further follow-up. This case is considered final.